Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. Once at the hospital the patients pod was removed. The patient had tests performed. The patient was treated with intravenous fluids as well as manual shots of insulin. The patient was discharged from the hospital after 24 hours. The patients pod will not be returned as it has been discarded.